Event description:
The recipient is reportedly experiencing facial nerve stimulation (fns). Extensive programming troubleshooting was performed and external equipment was exchanged without resolve. Device revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient reportedly has no complaints about facial nerve stimulation with the newly implanted device.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on a node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.